Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. Basic occlusion, occlusion, the excessive no delivery tests were not performed due to compromised force sensor system alarm. The device had minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm from his insulin pump. The customer stated the insulin was squirting out during the manual prime process. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap was protruding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.